Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviations was due to shifts in registration as a cause of interbody insertion, resulting in superior deviation in s1 left. Attention should be paid to shifts before approval. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the left s1 was superior. The trajectory was deviated between 3.5-10mm. This was the first screw that was placed. All the other screws were spot on. There was no patient harm and the procedure was delayed less than one hour.